Manufacturer narrative:
While it is unk if the ankylos c/x implant used in this case caused or contributed to the pt's symptoms, it is possible an allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Eval of the implant's surface properties did not show any deviations.

Event description:
In this event it was reported that approx one week after placement of an ankylos c/x implant, a pt experienced severe pain. As a result, the device was explanted approx two months later. Therefore, this event was determined reportable via asr. However, on (B)(6) 2011, further info was received indicating that the pt may have experienced an allergic reaction. In addition to the symptom initially reported, the pt, who has known allergies to several medications, also experienced swelling and a burning sensation and was administered a said and nsaid as a result.